Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the blocking the x-ray emission of the fd10 equipment. During remote troubleshooting, rse found that the image disk was full, which would prevent imaging due to lack of disk space. Review of the log file contain error in frontal ip-pc, rse recommended to replace ip-pc if it happens again. Rse connected disk to the system and recreated the database. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.